Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in unused conditions, within the original packaging.. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was found that sample did not have the breathing filter. The root cause was related to manufacturing process. As a preventive action manufacturing personnel were notified as an awareness of the failure mode reported by the customer.

Event description:
It was reported that before opening the package, the customer noticed there was not a filter attached to the product. No patient injury was reported.